Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Analysis did not confirm the reported shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a hole in the catheter shaft occurred. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During withdrawal of the catheter using thrombectomy, a small jet of saline was seen coming out from a hole in the mid shaft of the catheter. It was reported the catheter was not subjected to unusual stress during use. The procedure was completed with this device. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the catheter shaft occurred. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During withdrawal of the catheter using thrombectomy, a small jet of saline was seen coming out from a hole in the mid shaft of the catheter. It was reported the catheter was not subjected to unusual stress during use. The procedure was completed with this device. The patient is in stable condition.